Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Implant date: 2002, day and month not given. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mandible screw and plate was removed due to infection, type unknown. Implant date of 2002 was provided, but an exact date was not known. All of the hardware associated with the particular plate was removed. All screws and the plate were intact. The removed equipment was not replaced by the surgeon. This report is for an unknown plate. This report is 1 of 2 for (B)(4).